Event description:
Customer reported issues with the insulin pump. Customer states that the insulin is squirting out during manual prime and the insulin pump is alarming. The blood glucose reading is 190 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).